Event description:
It was reported that a cross-it guide wire was positioned in the borderline vessel of the circumflex easily. A second bmw universal guide wire was positioned in the circumflex. Another company's dilatation catheter was inserted through the first guide wire, but every attempt to cross the lesion in the bifurcation was unsuccessful. During the balloon extraction, some friction with the cross-it guide wire was felt and the whole system was removed. During the withdrawal of the system, the bmw universal guide wire previously positioned in the same artery and another bmw universal guide wire was repositioned in the same borderline vessel in which the cross-it guide wire was previously inserted. Then, it was removed with the balloon apparently without any problems. New attempts to cross the lesion in the bifurcation through different balloons were unsuccessful. The procedure was interrupted in order to start surgical therapy. The guide wire positioned in the borderline vessel showed a resistance to the traction, and the distal part of the guide wire became detached and remains in the coronary artery. This guide wire was then removed through a recovery procedure. No add'l info was available.